Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus india got the device and confirmed the following. Dirt inside light guide lens. Cracks, chips and scratches on light guide lens. Adhesive deterioration and separation on the bending section the exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the foreign objects invasion from the crack of the light guide lens caused by the handling of the user facility and remained as a dirt.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus india, it was found that there was dirt inside of the light guide lens of the subject device. There was no report of patient injury associated with this event.